Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was heart attack. The caller stated that per the coroner, the reason of the heart attack was fluctuation blood glucose readings; one day it would be 400 mg/dl and the next day it would be 30 mg/dl. The caller noted that the customer's kidneys were starting to "go" and the customer had a heart attack. The caller did not know the customer's blood glucose at the time of death or the last recorded blood glucose value. The customer was wearing the insulin pump at the time of death. The customer was using sensors but was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with no battery in the battery tube. The insulin pump passed functional testing including prime/a33, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window noted during our visual inspection. Unable to perform data analysis due to no pump history available on the history download, no data was available due to the insulin pump received without battery in the battery tube.